Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) year old male patient, the device displayed a "defib fault 76" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial medwatch report. Evaluation results: the reported malfunction of "no shock advised" was reviewed. The first analysis was due to the low amplitudes, high average pulse widths, qrs variability and detected number of peaks. The second analysis was due to a qrs rate below 150 beats per minute and high average waveform. Based on our review the device worked as designed and within the limitation of the technology available. The reported malfunction of "defib fault 76" was observed and attributed to a faulty resistor on the pace/defib engine board. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a (B)(6) patient, the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. The device also displayed a "defib fault 76" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.